Event description:
In 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The medical affairs specialist spoke to the patient on six days later, to obtain/verify information. The alleged meter issue started about one to two weeks before the patient contacted lifescan on original date. The patient did not use a backup device. At the time of concern, the patient continued to take her "actos" diabetic medication as prescribed. During the time the meter was not working, the patient developed symptoms of high blood glucose for 2 days. She reported symptoms of "sleepiness, tiredeness, frequent urination, blurry visision, and excessive thirst." The patient mentioned that she has had symptoms of thirst ever since she was diagnosed with diabetes. The patient did not take any specific action to treat the symptoms other than drinking water to try and relieve the thirst. On two weeks prior to original date, the patient went to an emergency room (ER) just to have her blood glucose tested. She obtained a reading of around "150 or 160 mg/dl." She was not given any medical tratment and was asymptomatic during the ER visit. This complaint is being reported due to the following conclusion: the patient was unable to test her blood glucose because of the power issue. For two days, the patient developed symptoms that may be indicative of high blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the metr or strips do not pass inspecition, lifescan will inform FDA of the results in a supplemental report.